Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that cannula was missing after removal. Customer's current blood glucose was 11.7mmol/l. Customer stated that transmitter did not blink when it was connected to sensor. Sensor will not be return for analysis.